Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged and the implantable pulse generator (ipg) migrated in the pocket. The patient used their arms to pull themselves into and out of their bed that is high off the ground. The rv and ra leads were pulled back and did not capture. The ipg was repositioned and sutured in the pocket, the ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.